Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594-595 mg/dl resulting in a visit to the emergency room (ER). Suspected cause of high bg was due to the pump not delivering insulin; however, no issues were identified with the pump at the time of the event. While in the ER, the customer was treated with three bags of saline and insulin. The treatment resolved the issue and the customer was released from the ER 7.5 hours later.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.